Event description:
Consumer reported that her husband was using the product when the unit sputtered and caused hot water to burn the user's face. The user has not reported whether they sought medical attention. This product was recalled in november 2015 and has not been sold at (B)(6) since that time.